Event description:
The customer reported to olympus while cleaning the evis exera iii gastrointestinal videoscope the brush tip broke off inside of the scope. The reported issue occurred during reprocessing of the scope prior to an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation, the brush tip obstruction was not found in the biopsy channel as reported. Upon further inspection, it was observed that leakage was coming from: switch 1, the bending section cover, and from the inlet connector. It was also observed that the glue of the bending section cover had deep scratches on the insertion tube side of the glue. It was observed that the plastic distal end cover pins and the nozzle pins had minor dents and scratches. Additionally, it was observed that the scope connector pins were deformed. Worn glue was observed on the objective lens, light guide lens and on the nozzle. Also, it was observed that the nozzle glue was not drying within 10 seconds which did not meet the standard. It was observed that the insertion tube had minor dents, discoloration, and scratches. It was also observed that the light guide tube had minor scratches. Lastly, it was observed that the production label was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue of the tip of the cleaning brush braking off inside the device was not confirmed. The investigation confirmed that the tip of the cleaning brush was not found in the device and that there was no resistance in biopsy channel at brush/forceps passage inspection. The root cause of the reported issue could not be confirmed. Olympus will continue to monitor field performance for this device.